Event description:
Device did not function as expected. Hydroset was used in alveolar ridge sockets 8 and 9 to augment upper jaw to help support the gum and make pt's bridge more esthetic. Pt presented with discomfort in area of the graft. The tissue appeared to an adverse reaction with inflammation and sloughing (sagging). Surgeon stated, there may be a lack of vascularity at the site. Pt has had several surgeries and there may have been scar tissue which did not allow enough blood supply to support the tissue overlaying the hydroset. At this time, no revision is being made. Sculpting time exceeded 5:30 by 30 seconds to one minute. Operating was at right time and product set up fine. Not mixed with anything else.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decision. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 17 events associated with this event type (device did not function as expected) and product code (B) (4).